Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Patient code e1906 is being used to capture the reportable event of infection.

Event description:
It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a placement procedure performed on an unknown date. The physician reported that he was aware of a patient that had an infection from spaceoar. Boston scientific corporation has been unable to obtain additional details as the physician did not have more information. The patient's outcome is unknown.